Manufacturer narrative:
Qn#(B)(4). This complaint MDR#3011137372-2017-00193(tc#(B)(4))is a duplicate of MDR# 3011137372-2017-00192 (tc#(B)(4)) and therefore is a voided complaint. Please make a note for your records.

Event description:
A patient was admitted to the emergency department with an ez-io needle that had been inserted in the right proximal humerus pre-hospital. The decision was made to remove the needle as other access was established. On removal with a luer lock syringe a click was heard. On inspection the end of the needle appeared flat and slightly curved at the end. The needle was retained initially for inspection but unfortunately it was thrown away. An x-ray revealed some of the needle was left in the bone. The patient was reviewed by the orthopedic team and they advised no further intervention at the present time. An ICU consultant reviewed the CT traumagram and stated that the ez-io needle looked bent. There were no patient complications.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
A patient was admitted to the emergency department with an ez-io needle that had been inserted in the right proximal humerus pre-hospital. The decision was made to remove the needle as other access was established. On removal with a luer lock syringe a click was heard. On inspection the end of the needle appeared flat and slightly curved at the end. The needle was retained initially for inspection but unfortunately it was thrown away. An x-ray revealed some of the needle was left in the bone. The patient was reviewed by the orthopedic team and they advised no further intervention at the present time. An ICU consultant reviewed the CT traumagram and stated that the ez-io needle looked bent. There were no patient complications.